Event description:
It was reported that a user transitioning from a prior cgm attempted to pair a dexcom g6 sensor and transmitter to the ilet and selected ¿no code¿ during setup, after which the system displayed ¿transmitter not found¿ and pairing to the pump failed despite education on entering both the sensor code and transmitter ID and allowance for the pairing period. Symptoms included no clinical symptoms. Outcomes included no impact on health and no alerts or alarms from the pump. Investigation included troubleshooting and user education regarding correct g6 setup, code entry requirements, and expected pairing time, with referral to the cgm manufacturer¿s 24/7 support for further assistance. Investigation of this case revealed a pairing failure attributable to user setup error related to missing sensor code entry and uncertainty regarding transmitter pairing steps, with no evidence of pump malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.